Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of intermittent out of range could not be confirmed. The receiver ((B)(4)) that was used with the complaint device was also returned for evaluation. The returned complaint device was visually inspected and no defect was found . A review of the receiver data log confirmed a hardware error code. The complaint of intermittent out of range was confirmed. The root cause was determined to be a hardware component failure. CAPA has been initiated for this issue.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.